Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 457 mg/dl. Customer stated that, she got 2 calibration errors and a change sensor alert. Customer did not need to troubleshoot for the pump suspending because she knows why and her blood glucose went down after she resumed and bolused. The insulin pump is not expected to be returned and sensor is returned for analysis.